Event description:
Our (B)(4) affiliate reports a pt who wore 1-day acuvue trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.) Was treated for scleritis in both eyes. This report is for the event associated with the -3.50 bc 9.0 lenses. On 09/07/2010 the treating eye care professional (ecp) reported that the pt presented (B)(6)2010 with c/o redness in both eyes (ou). The pt was diagnosed with and entropion in the od and prescribed hyalein drops bid ou. On (B)(6)2010, the pt returned to the clinic and was diagnosed with keratoconjunctivitis, ou. Ecp noted that the border of conjunctiva and cornea was slightly inflamed. On (B)(6)2010, the pt returned to the clinic, was diagnosed with scleritis ou, prescribed rinderon 0.1% drops qid ou and instructed to return for f/u (B)(6)2010. F/u visit 06/24/2010 ecp noted that the pt was suspected to have episcleritis ou; the pt was not instructed to discontinue contact lens wear. On (B)(6)2010, the pt returned to the clinic was diagnosed with trichosis in the left eye (os), treated with rinderon 0.1% drops, fluorometholone 0.1% drops and santear drops. The pt was not instructed to discontinue contact lens wear. On (B)(6)2010, the pt returned to the clinic because the pt was using 1-day acuvue trueye narafilcon a lenses that was subject to the recall; the ecp found "no problem" with the pt's ou. No additional information is available at this time. The product in question has been requested for return for evaluation but has not yet been received. A lot history was requested for each of the four lots that the pt used. The results are as follows: a 1-day acuvue trueye power -3.50 bc 9.0 lot 4922830905 (exp date 02/01/2014; device mfg date 02/2010): the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The product was produced under normal conditions. A 1-day acuvue trueye power -3.50 bc 9.0 lot 5402810998 (exp date 11/01/2013; device mfg date 11/2009): the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The product was produced under normal conditions. It is unk which lot and power (-3.50 bc 9.0 and -4.50 bc 9.0) is associated with which eye; the pt reported using product from two lot numbers for each eye. Please also refer to medwatch #1033553-2010-00085 for event associated with -4.50 power. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review.

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusions can be drawn. A 1-day acuvue trueye narafilcon a lot 4922830905 is included with recalled lots.